Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena "error code e103 occurs" and "emergency lamp lights" occurred due to a failure of the converter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error 103 and emergency lights being turned on was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source encountered error 103 (communication error) in addition to emergency lights being turned on during procedure and the diagnostic procedure was completed and there were no reports of patient harm. It was noted the device was inspected prior to use.